Event description:
It was reported that the patient underwent a posterior cervical decompression and fusion using the rhbmp-2/acs and supplemented with lateral mass screw fixation (non-medtronic). The patient reportedly developed a collection of fluid under the muscle plane posteriorly that resulted in compression of the neural elements. The collection was treated on pod 9, and the patient reportedly improved initially, but ultimately, the fluid accumulation recurred. A surgical intervention was performed on pod 14 to drain 50ml of serous fluid. The patient is reportedly doing well now with no recurrence of the fluid.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.